Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication (either morphine or dilaudid) and unknown baclofen (concentration and dose unknown) via an implanted pump for non-malignant pain and other non-malignant pain. It was reported the patient was currently admitted to the intensive care unit (ICU). On (B)(6) 2019 the patient went in for a routine fill (40 ccs) and it took about five tries to locate the fill port. It was noted that an hour later the patient began to have altered mental status and was brought back and readmitted to the hospital and put on a narcan drip. The patient did not remember what happened. The nurse that normally filled the pump completed the refill. It was also reported now the patient was admitted and more alert and doing better. The patient¿s pump was aspirated and found no fluid in the reservoir. There was fluid imaged in the pump pocket. The healthcare provider (hcp) was stating it was not a pocket fill but rather a ¿pump malfunction¿ but would not elaborate to the family on further details or provide reports. It was noted the patient normally gets filled at the va by a nurse. As of the date of this report, the pump was not yet filled, and the patient was on no other medications. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Updated to reflect the information received on 2020-jan-17. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative on 2020-jan-17. It was reported that, when the patient was in the ICU, they were put on a ventilator. No further complications were reported.